Event description:
Angioneurotic edema, macroglossia, allergic reaction(hypersensitivity nos). Case description: a pt used an unspecified amount of blend-a-dent superhaftcreme denture adhesive cream for the first time on 6th july 2000 and experienced a serious allergic reaction(angioneurotic edema with macroglossia) approx two hours later. The pt was hospitalized and treated in the intensive care unit with high dose of cortisone systemically and adrenol locally. Pt was released two days later. The pt had previously used blend-a-dent superhaftcreme extra frisch denture adhesive cream without any problems. Past medical history included hypertension, abnormal thyroid function, hayfever and allergies to animal hair (cat) and hazel and birch pollen. Concomitant medications included fosinorm 10, esidrix, combipresan-75, l-thyroxin, digimerk minor, magnesium diasporal.